Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 3.0x33mm xience xpedition stent was implanted in the left anterior descending (lad), 90% stenosed lesion and a 3.5x12mm xience xpedition stent was implanted in the 1st diagonal coronary artery, 80% stenosed lesion. On (B)(6) 2014, the patient was discharged from the hospital. During the 2-year follow-up phone call, it was discovered that the patient expired on (B)(6) 2015. No further information was provided; therefore, the relationship of the device to the death was unknown. There was no additional information provided regarding this device issue.